Event description:
Patient was monitored for several months by implant center for diminshed performance and frequent need for reprogramming. In 2001 an advanced bionics representative conducted testing which concluded that patient's device was functioning to specification. The following month, the center decided that device would be explanted.